Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys calcitonin immunoassay (calcitonin) on a cobas e 411 immunoassay analyzer. The initial result from the 411 analyzer was 3.05 pg/ml. This result was reported outside of the laboratory. On (B)(6) 2019 the sample was repeated on the e411 analyzer with a result of 2.89 pg/ml. The sample was also run twice by the elisa biomerica biochemmak method and the results were both > 200 pg/ml. The sample was sent to 2 other external laboratories where the result from the immulite method was "within the normal range" and the result from a different elisa method was > 200 pg/ml. There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
The reagent expiration date was provided as 31-oct-2019. Medwatch field d4 has been updated. The customer¿s calibration results were low, but acceptable. The qc data was acceptable. From the analysis of the calibration signals and control values, a general reagent issue most likely can be excluded. No final conclusions can be made about the root cause of the discrepant hct values generated with different methodologies/technologies. The results of the roche diagnostics and immulite hct offer comparable information. The investigation did not identify a product problem. The cause of the event could not be determined.